Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set leaked from an unspecified location. This occurred during patient infusion with lecanemab 1002 mg in 250 ml normal saline. The unspecified bag was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d4 expiration date (update to n/a), e4, g2 (add source), h4, h6 and h10, h11. B5: to resolve the event, the patient was administered a new bag of lecanemab-irmb (leqembi) 500mg in 135ml over 30 minutes with no further issues. Line was further flushed with 20 ml normal saline. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.